Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported one of her devices was burnt out and never worked. It was never effective. It was noted the patient had an appointment on (B)(6) 2016 and wanted a manufacturer's representative to be at the appointment for possible reprogramming. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported no steps were taken to resolve the issue with the stimulator being burnt out.

Event description:
Additional information received reported the cause of the stimulator to never work was that the patient let the implantable neurostimulator (ins) run out because it was placed too high. The patient needed to have another ins placed lower, which also did not work. There were no steps taken to resolve the issue. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.